Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 07aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the air flow accuracy test failed issue. The fse recommended to replace the flow sensor assembly. The customer confirms replacing the flow sensor that resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported flow accuracy test failure. There was no patient involvement.